Manufacturer narrative:
(B)(4). Work order search: no similar complaint type events were reported for units within the same lot.. (B)(4).

Event description:
The patient reported that a visian implantable collamer lens was implanted in her eye in (B)(6) and now "corneal cells are depleting". The patient currently lives in (B)(6) and is "under the care of an ophthalmologist who is monitoring the corneal cell loss". Information received from the ophthalmologist who is monitoring the patient stated that the lens appears in good position, and is certainly in the posterior chamber of the eye with no evident encroachment on the patients cornea. He reported that the cell count in the right eye has dropped to 1891 per mm at the most recent measurement in (B)(6) 2015. No surgical intervention has been performed and the lens remains implanted.

Manufacturer narrative:
Outcomes attributed to adverse event: it is corrected to "other serious (important medical events)" (B)(4).